Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Visual inspection: the torque wrench (part #: 277040510 / lot #: 628132-012) was received at us cq. Upon visual inspection, it was observed that there was discoloration on the device but has no impact on the functionality of the device. There were minor scratches which were consistent with the field usage.. No other issues were identified with the returned device. Functional test: the functional test was performed at the fsl ups swedesboro, nj site. The torque of the device measured during calibration testing was not within the specified torque range of the device per relevant drawing. Hence, the torque test failed high. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed. Investigation conclusion: this complaint is confirmed for torque wrench (part #: 277040510 / lot #: 628132-012). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The torque tested high. There was no known patient or hospital involvement. This report involves one (1) monarch spine system torque wrench-handle. This is report 1 of 1 for (B)(4).